Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient experienced hypoglycemia symptoms but did not get any alert. The patient self-treated with carbohydrates but lost consciousness. The spouse called emergency medical service (ems). The bg by ems was 40 mg/dl while the cgm reading was approximately 70-80 mg/dl. She was given glucagon and taken to the emergency department. She was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.